Event description:
It was reported that the system produced an error 5 during the procedure, but the error code was eliminated through troubleshooting. The hand piece housing was cracked in the threaded adapter area just below the gold ring. There was no patient consequence.